Manufacturer narrative:
Root cause could not be definitively confirmed; however, a review of session logs noted that the reference frame was observed to be attached to l1 throughout the procedure which covered l3-l5. The reference frame should be attached no more than 2 levels from the level being instrumented. The 7d surgical spine module instructions for use states the following: the correct attachment position of the 7d surgical reference frame depends on the spinal level being instrumented. For lumbar, thoracic and sacral procedures: attach the 7d surgical reference frame not more than two vertebral levels away from the vertebra being instrumented.

Event description:
Information received alleged surgeon was experiencing navigation inaccuracies during the surgical case. As per reporter attempts were made to re-register, and two screws were placed, however surgeon opted to finish the case under fluoro. On (B)(6) 2026, orthofix was made aware that the surgical delay was greater than 30 minutes, prompting this report.